Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant or implant duration was provided. A follow up report will be sent when additional info is received.